Event description:
Pulmonetic systems, inc. Received an email from a rep of facility on 7/10/2002. The rep reported the following problem: it is said that one adult pt was dead on the transportation during ventilation of ltv1000 because all of sudden the ventilator stopped delivering the gas. Triggering all the time without order and gas delivery out of order. Pulmonetic systems last attempted contact on 8/19/2002.